Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose(bg) levels 39-60 mg/dl. The customer drank something to address the low bgs. Reportedly, the customer adjusted the carb ratio and target bg to address the issue.